Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 the following findings: during investigation, the original time/date reset was unable to be verified in the black box. Due to unresponsive buttons the original complaint was unable to completely investigated. The keypad buttons were unresponsive due to keypad damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad with unresponsive buttons. This report is made based on results of investigation completed on 05-sep-2019.